Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the impactor head is missing from the femoral impactor. Functional testing was not performed due to the damage to the device. The cause was identified as wear and tear.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-611-6 femoral impactor broke. This occurred during a case while impacting it.